Manufacturer narrative:
H10: the actual device was not available; however, three photographs of the sample were provided for evaluation. The visual inspection of the three provided photos showed the product inside the original packaging. Photo one showed an orange particle which looks like a part of a tape or a paper on the header surface. The particle was not inside the fluid path. The reported event of particulate matter inside the fluid pathway was not verified. Photo two and three only had product labels visible. 'Particulate matter outside fluid path' was confirmed. The cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a polyflux 17l, particulate matter inside blood header connector was observed. There was no patient involvement. No additional information is available.